Event description:
The following has been reported to hamilton medical ag on (B)(6) 2024 it was reported that on (B)(6) 2023, during testing, device failed the tihghtness leak test.. Ventilation cannot start. As an immediate action, the expiratory valve assembly was replaced after what the ventilator passed all tests, according to preliminary analysis, the root cause associated to this issue could be related to: leak ( inspiration path / breathing circuit) untight membrane leaky / defective proportional valve leak in flow sensor air (qvent). As per avaialble information there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11. Follow-up 2 - additional information: fields b4, g6, h2, h3, h6 and h11 are updated. Tightness test failed during pre operational check. No patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The tightness test is performed during startup of the ventilator to verify the integrity of the breathing circuit, ensuring there are no leaks that could compromise ventilation. The test is designed to detect leaks in the ventilator circuit, including tubing, connections, and the patient interface. Both the tightness test and the compensatory mechanisms for minor leaks are designed to ensure the ventilator operates safely and effectively. A failed tightness test or minor leak detection during ventilation does not indicate a malfunction but rather triggers the ventilator's safety mechanisms to either alert the operator or adapt to the situation. In conclusion, a failed tightness test is not a malfunction and should not be viewed as an immediate or critical failure. There is no information that reasonably suggest that the device has malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, based on this information, the event is assessed as no longer reportable and the event can be closed with this follow up report.

Event description:
The following has been reported to hamilton medical ag on februrary 05th 2024 it was reported that on 10 oct 2023, during testing, device failed the tihghtness leak test.. Ventilation cannot start. As an immediate action, the expiratory valve assembly was replaced after what the ventilator passed all tests, according to preliminary analysis, the root cause associated to this issue could be related to: - leak ( inspiration path / breathing circuit). - untight membrane. - leaky / defective proportional valve. - leak in flow sensor air (qvent). As per avaialble information there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.

Event description:
The following has been reported to hamilton medical ag on februrary 05th 2024. It was reported that on (B)(6) 2023, during testing, device failed the tihghtness leak test. Ventilation cannot start. As an immediate action, the expiratory valve assembly was replaced after what the ventilator passed all tests, according to preliminary analysis, the root cause associated to this issue could be related to: leak ( inspiration path / breathing circuit); untight membrane; leaky / defective proportional valve; leak in flow sensor air (qvent). As per avaialble information there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only; field d4 was updated with full UDI information.